Event description:
It was reported that noise was observed on the right ventricular lead which triggered an alert. During the office visit noise was able to be reproduced with performing isometrics. Approximately one week later, an alert was triggered for high impedance. The lead was suspected to be fractured. Reprogramming was performed to avoid inappropriate shocks until the lead could be removed. The lead was capped and replaced. The patient is a participant in the quadripolar pacing post approval study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).